Manufacturer narrative:
Complaint conclusion: the tip of the 0.018" 300cm straight (st) sv short peripheral steerable guidewire broke in the patient. Initially, the wire unraveled but as the user continued to pull on it to get it out of the body it frayed and fractured. The event occurred after the valvuloplasty when then wire was getting pulled into the catheter out of the body. The wire was not removed intact (in one piece) from the patient. Part of the wire was removed by snare, the remaining part was removed surgically, and the very distal piece could not be retrieved surgically and was left in the distal pulmonary vasculature. During the visual inspection, an unknown device was inserted into a cordis csi, this sheath was accordioned. The intended procedure was a pulmonary valvuloplasty. The wire was used to cross the pulmonary valve and was placed in the distal pulmonary artery to secure wire position over which a balloon was advanced for the valvuloplasty. The product was not resterilized. The wire was not kinked nor damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The lesion was not a chronic total occlusion (100% occlusion for > 3 months). A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recannulize the vessel. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ (the torque response was good). There was no resistance/friction between the wire and other devices. No resistance was felt even as the wire was getting pulled out. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement. The tip did not remain in a prolapsed position during treatment of the lesion. The wire tip was advanced into the distal vasculature. The wire did not become fixed or caught at any time prior to the event. The wire was caught at the end when it was being pulled out. The wire was not torqued against resistance. The device was stored per labelling and opened in sterile field. The patient is currently doing well and was sent home. One non-sterile unit of wire pgw .018 sv short 300cm st was received for analysis. Per visual analysis, an unknown device was inserted into a cordis csi, the sheath became accordioned. No fracture stretched or unraveled conditions were found. A product history record (phr) review of lot 35261060 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip-wires ¿ unraveled/stretched - in patient¿ and ¿distal tip-wires - fractured-separated - in patient¿ were not confirmed since no fractured or stretched condition were found on the wire. The exact cause of the reported event could not be conclusively determined during the analysis. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr reviews nor the product analyses suggest that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
One non-sterile unit of wire pgw .018 sv short 300cm st was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, an unknown device was inserted into a cordis csi, this sheath was accordioned. The wire was carefully retired from the device, no anomalies were found along the wire. No fracture, stretched or unraveled conditions were found. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the 0.018" 300cm straight (st) sv short peripheral steerable guidewire broke in the patient. Initially, the wire unraveled but as the user continued to pull on it to get it out of the body it frayed and fractured. The event occurred after the valvuloplasty when then wire was getting pulled into the catheter out of the body. The wire was not removed intact (in one piece) from the patient. Part of the wire was removed by snare, the remaining part was removed surgically, and the very distal piece could not be retrieved surgically and was left in the distal pulmonary vasculature. The patient is currently doing well and was sent home. The intended procedure was a pulmonary valvuloplasty. The wire was used to cross the pulmonary valve and was placed in the distal pulmonary artery to secure wire position over which a balloon was advanced for the valvuloplasty. The product was not resterilized. The wire was not kinked nor damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The lesion was not a chronic total occlusion (100% occlusion for > 3 months). A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recanalize the vessel. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ (the torque response was good). There was no resistance/friction between the wire and other devices. No resistance was felt even as the wire was getting pulled out. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement. The tip did not remain in a prolapsed position during treatment of the lesion. The wire tip was advanced into the distal vasculature. The wire did not become fixed or caught at any time prior to the event. The wire was caught at the end when it was being pulled out. The wire was not torqued against resistance. The device was stored per labelling and opened in sterile field. The device will be returned for analysis.